Event description:
In 2001 during a diagnostic catheterization procedure on a patient with past medical history of diabetes and smoking, the physician achieved successful hemostasis using the closer tsl 6 fr device. Ten days post cath procedure, the patient presented with fever. Blood cultures were positive for staphylococcus. Surgical repair was performed three days post event. The physician stated that a local abscess was not observed at the surgical site, however he did find necrotic tissue and a hematoma. It was also noted that no ancef was administered as prophylaxis.